Event description:
An attempt was made, using a snare and sheath, to remove a gunther tulip femoral vena cava filter that had been placed in a pt approx 8 years ago. The filter broke and part of the filter was able to be removed, however, some pieces remain in the pt. No add'l info has been provided by the reporter.

Manufacturer narrative:
Pt and device codes: leafing device fragments in pt is not labeled. Event eval: still under investigation.